Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all-in-one container had an incomplete security clamp and could not be closed. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the blue security key had incomplete filling. The reported condition was verified. The cause was not determined as the part is from a third party supplier. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No additional information is available.